Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"It was reported that the adjustment wheel on 8575gn lewy laryngoscope holder was stuck and not able to rotate to the full angulation when the chest support was placed during procedure. Some tiny metal fragments were found on the gear but did not fell into patient. No negative impact in state of health reported."

Manufacturer narrative:
Device evaluation: chip formation at the thread could be seen, which confirmed the failure description of the complaint by the customer. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. The event is filed under internal karl storz complaint ID: (B)(4).